Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system (unicel dxc 600) generated erroneous na and cl results. Customer reported that there was pooling in the left bottom of the ion selective electrode (ise) module and the right hand overflow tray within the ise reagent compartment. Customer reported that erroneous na and cl results were reported out of the laboratory for one patient sample. When the issue was noticed, customer repeated the sample after the system was recalibrated. The one patient sample that was reported outside the laboratory was amended. The customer also amended the k result. The unicel dxc 600 suppressed the ca result generate on the patient sample. Customer reported that quality control was run prior to and after the event. Customer reported that there was no impact to patient treatment due to the erroneous results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer found that the electrode injection cup (eic) was overflowing. The fse replaced the eic valves and verified performance.